Event description:
According to the customer, "the customer visited a blood lab on (B)(6) 2024, for blood work and a cardiac test. The customer (83-year-old female) claimed that the cardiac test was conducted using medgel EKG resting tab electrodes."

Manufacturer narrative:
According to the customer, "the customer visited a blood lab on (B)(6) 2024, for blood work and a cardiac test. The customer (83-year-old female) claimed that the cardiac test was conducted using medgel EKG resting tab electrodes. The following morning, she experienced nasal bleeding, and on (B)(6) 2024, she observed blood in her eyes accompanied by a temporary loss of balance. The customer contacted her doctor and obtained eye cream from the pharmacy. As per the customer, it took ten days for these symptoms to clear up." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.